Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the catheter was at risk of leakage and perforation by the technician that was performing the puncture. The material detached from the plastic part when inserted into vein. Event occurred during puncture. There was patient involvement, the adverse event was non-severe and there was no harm reported.